Manufacturer narrative:
(B)(4) - the lens was received and transferred to the manufacturing site for analysis. Batch records were reviewed and showed no deviations. Visual inspection of the optic parts took place and no optical deviations could be found. Halos and glare are a known and labeled possible side effect of all multifocal intraocular lenses. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol.

Event description:
The account reported the multifocal intraocular lens (iol) was explainted due to halos and glare and the patient's inability to get used to having the lens in his eye. The lens was replaced with an alternate model iol.